Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarms. Customer's blood glucose value was unknown. Customer declined to report to 24 hours helpline technical support department. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no motor error alarm and no unexpected no delivery alarm during testing noted. The motor was tested outside the device and passed. The test reservoir p-cap was able to lock in place. (B)(4).